Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent (3.50 x 18mm) and two non-medtronic stents deployed at the left main and the proximal and mid lad. The following day, the patient suffered a q-wave myocardial infarction. Investigator indicated that there was no relationship between the event and the study product, drug or procedure. Patient was asymptomatic / free of symptoms at 6 and 12 month follow up.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (myocardial infarction). (B)(4).